Event description:
Add'l info rec'd from MFR 6/21/01: visual examination did show a condition identified internally as "jammed stopper". The condition is sometimes attributed to misalignment between the plunger/stopper assembly and the syringe barrel, which results in the stopper being pinched between the plunger tip and barrel i.d and leakage will occur. The mfg processes have been designed to insure that the occurrence of this defect is infrequent.

Event description:
Tried to use a tuberculin syringe to administer ppd the syringe's rubber stopper was defective. No harm to pt, but wanted to report the syringe.